Event description:
Balloon test occlusion procedure. It was reported the balloon ruptured while inside the patient at the origin of the vertebral artery. Prior to use, the balloon was tested for inflation / deflation and it worked as intended. No patient injury was reported as a result of the procedure

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).